Event description:
It was reported that during an iliac dilatation procedure, the catheter balloon burst on the first inflation. The catheter was removed & replaced with another of the same make. This catheter balloon also burst. The catheter was removed & replaced with the same make to complete the procedure. The patient's flow rate was improved & no further complications were reported.